Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinder was microscopically examined and had a hole and broken fabric threads from wear in the proximal end of the cylinder. The cylinder had wear at a fold in the middle and distal end. The cylinder had a leak from wear in the proximal end. The second cylinder passed visual inspection and leakage testing. The pump passed leakage testing. Under microscopic inspection, contamination was noted, and the pump was not functionally tested. This investigation is assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.